Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, during procedure, following a balloon burst, the valve embolized to the ascending aorta and was placed in the aortic arch. Another valve was successfully implanted in the annulus in a deeper than intended position at 50:50, the valve was stable with good result and no residual regurgitation. The patient was stable after the second valve but not in the best condition. No additional actions were performed for the valve position, but a permanent pacemaker was required due to iii atrioventricular av block. Almost one week later, the patient improved and was in a good condition.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and revealed the following; balloon burst during the inflation, and deployed valve moved slightly toward aorta. Valve was deployed at the ascending aorta. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints related to complaint valve deployment and position thv embolized into aorta. A complaint history review was performed; of the root causes identified, procedural factors balloon rupture is potentially applicable to the complaint event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3 thv, ce, MDR and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for valve deployment and position thv embolized into aorta was confirmed through the provided imagery. A review of DHR, complaint and lot history did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, during procedure, the commander delivery system balloon burst nearly at full inflation (90%) and the valve embolized to the ascending aorta and was placed in the aortic arch. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the commander delivery system balloon was burst during 90% of inflation, so deployed valve was unable to fully secured to the target site (native annulus), resulting in valve embolization. As such, available information suggests that procedural factors (balloon burst during deployment) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.